Event description:
It was reported that this implantable device recorded t-wave oversensing that resulted in inappropriate anti-tachycardia pacing (atp) being delivered. Technical services (ts) reviewed the reports and noted that the rv amplitude was low. The low amplitudes have resulted in low within range impedance. It was noted that the automatic gain control (agc) feature was beginning its decrement from a lower amplitude, which would cause the device to more likely oversense lower amplitude signals. Ts also stated that there was ventricular undersensing due to the timing of the atrial pace delivery. As a result, the device was over-pacing on the ventricular channel. Ts recommended troubleshooting actions and reprogramming options. The device remains in use. No additional adverse patient effects were reported.